Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that an overweight male patient, in his late 50s, underwent an ischemic ventricular tachycardia ablation procedure for symptomatic premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar catheter (model# unknown serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an overweight male patient, in his late 50s, underwent an ischemic ventricular tachycardia ablation procedure for symptomatic premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During the mapping phase, the patient became hypotensive and a tamponade was confirmed in the right ventricle via soundstar catheter. Pericardiocentesis yielded an unspecified amount of fluid. Subxiphoid pericardial drain was placed under x-ray guidance and remained in place at the time of complaint report. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. MRI revealed ischemia and left ventricular diverticulitis. Medical history includes ischemic heart disease (ihd) requiring an implantable cardioverter defibrillator (ICD). Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not product-related. It was noted that the adverse event did not appear to be related to any malfunction, but was a result of positioning the catheter in a high-risk area. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath in use was 8.5 french short sheath (brand unspecified). There is no information regarding generator parameters, overall ablation time, or last ablation cycle time at the site of injury, as there was no ablation at the site of injury. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time of approximately 300 seconds at the time the tamponade was noticed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).